Manufacturer narrative:
According to the description of the event, a flexible drill shaft was deformed during use. The product in question was not provided for an optical examination. However, a picture of the drill shaft was provided with which a limited optical examination can be carried out. The spiral part of the drill shaft is deformed in an angle of about 270 degrees. Further investigation is not possible based on this picture. It is known that the issues with the drilling shaft occurred during use / intraoperatively. However, there was no health impact on the patient. Another product was used instead when the drill shaft was deformed to finish the surgery. The manufacturing documents and the material certificates of the flexible drilling shaft were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. In the surgical technique is described that the flexible drill shaft can be bent up to maximum of 45 degrees. If the flexible drill shaft is bent any further the lifetime of the product can be reduced. Based on the available information, no failure of the design or during the manufacturing of the product could be determined. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the drilling shaft. A potential cause could be an unintentional user error. The drill shaft has been bent over the maximum angle of 45 degrees mentioned in the instructions for use at some point. A factor that may favour such a deformation of the drill shaft is the condition of the bone. Since there is also no information available, no statement is possible. This event was assigned to the error pattern "deformation of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "flexible drill shaft was deformed". Note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had neither a health impact on the patient nor an extension of the surgery time as consequence. Another product was used to finish the surgery.